Event description:
It was reported a patient underwent an unknown spinal fusion surgery on unknown date and a drain was used. During surgery, after using absorbable powder hemostat, the drain was clogged. Drain clogged during the surgery, and it was resolved with replacement, so there was no problem. The surgeon opined there is a possibility that irrigation was not enough, probably absorbable hemostat powder is incompatible with the shape of drain, so another type of drain is used together recently. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was the drainage system that was used and clogged jnj products (j-vac reservoir/ blake drain)? It was reported as j-vac drain. No further information is available. Please provide the product code and lot number of both: blake drain and j-vac reservoir no further information is available. Can you please clarify what was clogged, the j-vac reservoir or the blake drain? Drain. Were there any quality issues regarding the surgiflo used? No further information is available. What is the product code and lot number of the surgiflo product? No further information is available. How was the case resolved? No further information is available. Did the drain need to be replaced? No further information is available. Was the patient taken back to surgery to replace the drain or did all occur intra-op? No further information is available. What is the most current patient status? No further information is available. No further information will be provided. No product available for return. Note: events reported on mw# 2210968-2021-09491. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.